Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 3.50x20mm stent delivery system was returned for analysis. A visual examination of the stent found damage. 3rd distal stent strut row with struts lifted from their crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found a kink located at 75mm distal of the midshaft/hypotube bond. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified mid right coronary artery. After engaging the lesion with a 4.0 guide catheter, a guide wire was advanced to cross the lesion. Following pre-dilatation with a 2.5x15 balloon, a 3.50x20mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted after several attempts due to the severe calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified mid right coronary artery. After engaging the lesion with a 4.0 guide catheter, a guide wire was advanced to cross the lesion. Following pre-dilatation with a 2.5x15 balloon, a 3.50x20mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted after several attempts due to the severe calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.